Manufacturer narrative:
The pump was returned to animas for evaluation. Evaluation revealed that presses of the ok and contrast keypad buttons did not activate desired pump functions. During investigation, all keypad buttons were found to spring back as expected. There was evidence of keypad adhesive found under all button key contacts.

Event description:
It was reported that the keypad buttons were sticking and intermittently unresponsive. The patient reported that the buttons have been sticking and are not responding as expected. She confirmed that there is no visible structural damage to the rubber keypad. The patient noted that the buttons feel hard to press and do not spring back as expected. She denied exposing the pump to water or cleaning products, and stated that she wears the pump with a clip.